Event description:
Information was received that during use of this smiths medical cadd accessories, the battery will not get fully charged. It was reported that the battery only accepted 75%. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
One cadd accessories was returned for analysis. The customers reported complaint was not confirmed. Customer reported battery will not fully charge, it only accepts 75%. However, during the investigation the battery was charged until green led lit and then installed into a test unit. The battery was found to be fully charged and functioning properly. According to the investigation no fault was found.